Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The initial complaint appeared to be a reportable occurrence. Once the sample was returned and evaluated it was determined that a reportable event had not occurred.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.a lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. The manufacturer has received the sample and will be evaluated. Results are expected soon.

Event description:
It was reported that the hub piece allegedly fell off (dismounted) the catheter. Catheter reportedly placed on (B)(6) 2015 and said to have been repaired in (B)(6) 2015. They alleged that the catheter most often breaks at the same place just below the hub at the "hard plastic piece" where the hub and the silicone catheter are assembled. They reportedly discovered the alleged breakage when giving heparin in the catheter for closing. The heparin allegedly leaked outside and thereafter the catheter was said to have been repaired with the appropriate repair kit. Parenteral nutrition was said to have been administered through the catheter.